Event description:
It was reported that the chronic atrial and ventricular leads had varying impedance the day after the patient had undergone open heart surgery. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.